Event description:
The complainant reported that an experimental procedure was performed on a pig in an effort to examine the internal pressure variation of a parenchyma liver. During the procedure the needle was inserted into the liver of the pig under colostomy. A metal thermometer and pressure sensor were then inserted into the liver parallel to the needle. An 8 step ablation procedure was then begun. The ablation was performed at 70w. When step number 7 was peformed an audible "burst" sound was heard, the physician felt heat and the surface of the liver was observed to be burned. The burn was noted to be 4 to 5cm in size. It was reported that no anomalies were noted after removal.